Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that reprocessing was conducted in accordance with instructions for use. However, based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.